Event description:
It was reported that during inserting of the cup the reported device has been broken.

Manufacturer narrative:
The event was confirmed. The mar concluded that the fracture of the cup holder occurred in torsional overload while in counterclockwise rotation. The eds spectrum of the material was consistent with the astm f136 titanium alloy. No material defects were observed on any device features examined. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. The investigation concluded that the damage to the cup holder was caused by torsional overload while in a counterclockwise rotation. The results of the investigation indicate that the surgical protocol was not followed, as this directs the user to screw in a clockwise direction.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that during inserting of the cup the reported device has been broken.